Manufacturer narrative:
Patient also reported event to FDA (reference (B)(4)).

Event description:
It was reported that revision surgery is scheduled due to pain and a soft tissue reaction.

Event description:
It has been reported that revision surgery has been performed due to pain and soft tissue reaction.